Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit screen is not powering on.

Manufacturer narrative:
Additional contact information : (B)(6). A getinge field service engineer (fse) confirmed problem stated, the monitor turns on, but the touchscreen would not turn on. He disassembled the monitor and removed the video generator board and found the ribbon cable to the touchscreen to be partially disconnected. He reseated the ribbon cable and reassembled the monitor, turned on the unit and verified proper operation of unit and completed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.

Event description:
N/a.